Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number for this device is unknown. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e,g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow 02. Water flow rate (wfr) was 0 l/m 4 pads connected. Normothermia patient temperature (pt) was 39.7c, targeted temperature (tt) was 37c, water temperature (wt) was 9c, water flow rate (wfr) was 0 l/m. Walked through stop therapy disconnect, reconnect with all lines straight. Fluid delivery line (fdl) secure and in lock position. Restarted therapy water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.6 c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 20.5c, chiller temperature (t4) was 4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, conditioning valve was 0, empty valve was 0, system hours were 1641 and pump hours were 1383. Walked through placing device in manual control at 5c with no pads connected. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 6.9c, outlet control temperature (t2) was 6.9c, inlet temperature (t3) was 6.8c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 62 percentage, heater was 0. Reattached pads while in manual control water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -3psi. Walked through disabling manual control. Advised to swap out to alternate set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow 02. Water flow rate (wfr) was 0 l/m 4 pads connected. Normothermia patient temperature (pt) was 39.7c, targeted temperature (tt) was 37c, water temperature (wt) was 9c, water flow rate (wfr) was 0 l/m. Walked through stop therapy disconnect, reconnect with all lines straight. Fluid delivery line (fdl) secure and in lock position. Restarted therapy water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.6 c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 20.5c, chiller temperature (t4) was 4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, conditioning valve was 0, empty valve was 0, system hours were 1641 and pump hours were 1383. Walked through placing device in manual control at 5c with no pads connected. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 6.9c, outlet control temperature (t2) was 6.9c, inlet temperature (t3) was 6.8c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 62 percentage, heater was 0. Reattached pads while in manual control water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -3psi. Walked through disabling manual control. Advised to swap out to alternate set of pads.